Event description:
Additional information received reported that the patient¿s system was removed and there were abnormal impedances. It was noted that there was battery depletion and possible damage from security system. No patient hospitalization was required.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type extension; product ID 3093-28, lot# j0454586v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that patient had shocking or jolting sensation. Patient was traveling out of the country for a month, and the stimulation was turned on when she walked through the airport security system.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2005 (B)(6), product type extension, product ID 3093-28, lot# j0454586v, implanted: 2005 (B)(6), product type lead, product ID 3031a, serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient. (B)(4).